Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient was presented with stable angina pectoris. Subsequently, percutaneous coronary intervention (pci) was performed on elective basis. The 75% in-stent restenosed, 75x3.5mm, eccentric, type c, diffused lesion longer than 2cm, with <45 degree bend target lesion was located in the mildly tortuous, calcified mid right coronary artery (rca). After pre-dilation was performed, a 3.50x38mm promus element ¿ plus drug-eluting stent was deployed at 12 atmospheres. Following post-dilation, residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged. In (B)(6) 2017, coronary restenosis occurred in the rca. Subsequently, treatment was performed in mid rca. Two days later, the patient's condition was considered improved.